Manufacturer narrative:
The patient was unable to provide a lot number for the implanted device, therefore a review of the manufacturing records is not possible at this time. Regarding infection the warning section of the IFU states if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. As reported the patient has undergone multiple additional surgeries following the implant of the bard device. Details pertaining to these surgeries have not been provided. Based on the information provided, including that the patient has undergone multiple unknown additional surgeries following the implant of the bard device, we are unable to determine to what extent, if any the bard device may have caused or contributed to the patient's reported infection. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol via maude event report (mw 5066856): "I developed an infection in my stomach area right at the area that the mesh was placed to correct my hernia. The infection became an open wound that required packing for months. I remained infected for roughly a year, until the mesh was removed." On (B)(6) 2009 the patient underwent implant of the bard composix kugel hernia patch. A few years later, on (B)(6) 2015 the patient underwent explant of the mesh. The following was provided during follow up with the contact: the patient underwent partial bowel resection surgery due to a history of diverticulitis. Following this surgery he developed an abdominal incisional hernia and on (B)(6) 2009 underwent hernia repair surgery and was implanted with a bard composix kugel hernia patch. It is reported that the patient has undergone multiple surgeries unrelated to the bard mesh. As reported the patient developed an infection in the area of the repair and the infection became an open wound that required packing for an extended period of time. As reported the infection continued for approximately one year until the mesh was removed on (B)(6) 2015. As reported the infection has resolved, however the patient does experience some "stabbing and pulling" type pain which has been assessed by his md as scar tissue at the incision site.

Manufacturer narrative:
Addendum based on additional information provided by patients attorney: at this time no conclusions can be made. It is unknown to what extent the bard/davol composix kugel device may have caused or contributed to the events. The information provided alleges as a result of the defective nature of the mesh, the patient underwent additional surgeries for abscess, fistula, infection, adhesions and to remove the device. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Fistula formation is a known inherent risk of surgery and is listed in the instructions-for-use as a possible adverse reaction. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
As reported on 2/10/2017: the following was reported to davol via maude event report (mw (B)(4)): "I developed an infection in my stomach area right at the area that the mesh was placed to correct my hernia. The infection became an open wound that required packing for months. I remained infected for roughly a year, until the mesh was removed." On (B)(6) 2009 the patient underwent implant of the bard composix kugel hernia patch. A few years later, on (B)(6) 2015 the patient underwent explant of the mesh. The following was provided during follow up with the contact: the patient underwent partial bowel resection surgery due to a history of diverticulitis. Following this surgery he developed an abdominal incisional hernia and on (B)(6) 2009 underwent hernia repair surgery and was implanted with a bard composix kugel hernia patch. It is reported that the patient has undergone multiple surgeries unrelated to the bard mesh. As reported the patient developed an infection in the area of the repair and the infection became an open wound that required packing for an extended period of time. As reported the infection continued for approximately one year until the mesh was removed on (B)(6) 2015. As reported the infection has resolved, however the patient does experience some "stabbing and pulling" type pain which has been assessed by his md as scar tissue at the incision site. Addendum per legal complaint: in (B)(6) 2009: the patient underwent repair of an incisional hernia. A composix kugel was implanted in plaintiff during this repair. In (B)(6) 2015: the patient underwent surgery to drain an intrabdominal abscess with removal of infected mesh. The physician found a large abscess cavity with infected mesh that was all curled up inside of it. In (B)(6) 2015: the patient underwent further surgery, an exploratory laparotomy, excision of skin and subcutaneous tissue, excision and drainage of abscess, resection of mesh, small bowel resection in two different areas, removal of small bowel fistula, repair of recurrent ventral hernia with mesh. Dense adhesions were found on or around the mesh.. He also found multiple fistulas and attempted to excise the mesh he was able to locate. In (B)(6) 2015: the patient underwent an additional surgery to repair delayed primary closure of subcutaneous tissue and irrigation and debridement. The patient continues to experience complications related to the mesh. The patient will likely require additional surgeries to repair the damage from bard/davol product. The mesh implanted in the patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.

Event description:
The following was reported to davol via maude event report (mw5066856): "I developed an infection in my stomach area right at the area that the mesh was placed to correct my hernia. The infection became an open wound that required packing for months. I remained infected for roughly a year, until the mesh was removed." On (B)(6) 2009, the patient underwent implant of the bard composix kugel hernia patch. A few years later, on (B)(6) 2015, the patient underwent explant of the mesh. The following was provided during follow up with the contact: the patient underwent partial bowel resection surgery due to a history of diverticulitis. Following this surgery, he developed an abdominal incisional hernia and on (B)(6) 2009 underwent hernia repair surgery and was implanted with a bard composix kugel hernia patch. It is reported that the patient has undergone multiple surgeries unrelated to the bard mesh. As reported the patient developed an infection in the area of the repair and the infection became an open wound that required packing for an extended period of time. As reported the infection continued for approximately one year until the mesh was removed on (B)(6) 2015. As reported the infection has resolved, however the patient does experience some "stabbing and pulling" type pain which has been assessed by his md as scar tissue at the incision site. Addendum per additional information provided: on (B)(6) 2009, patient was diagnosed with multiple incisional hernia thereby underwent laparoscopic into open repair with the implant of composix kugel mesh. Per op notes, ¿the defect was repaired using composix kugel mesh and sutured inferiorly and superiorly, tacked circumferentially.¿ on (B)(6) 2015, patient had fistula thereby underwent abdominal wall exploration and drainage of intraabdominal abscess with partial removal of infected mesh and sutures. (Note: there is no op notes provided for this procedure in medical record) from (B)(6) 2015 to (B)(6) 2015, patient had follow-up for abdominal wound complication by mesh. On (B)(6) 2015, patient was diagnosed with mesh infection, hernia recurrence, fistula, abscess thereby underwent open repair with the removal of mesh. Per op notes, "the previous scar, including the draining sinus tract was resected. Abscess cavity was excised with tissue. Adhesions were taken down. Fistula was found near the green coloured mesh was oversewn. Fistula to small bowel was resected. The entire mesh was removed completely. The defect was covered using biological mesh and sutured."

Manufacturer narrative:
The patient was unable to provide a lot number for the implanted device; therefore, a review of the manufacturing records is not possible at this time. Regarding infection the warning section of the IFU states if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. As reported the patient has undergone multiple additional surgeries following the implant of the bard device. Details pertaining to these surgeries have not been provided. Based on the information provided, including that the patient has undergone multiple unknown additional surgeries following the implant of the bard device, we are unable to determine to what extent, if any the bard device may have caused or contributed to the patient's reported infection. Should additional information be provided, a supplemental MDR will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event and date of explant. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2009) is considered to be a best estimate. Updated fields: a2, a4, b2 (outcome other - description), b4, b5, b7, d3 (manufacturer), d4 (corporate lot no., expiry date), e1 (complainant name), g1, g3, g6, h2, h4, h6, h10, h11. Corrected field: b3 (date of event), d6.b (date of explant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: no sample.